Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 72-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease (cad). During support, the purge cassette was inserted and read, but the purge disc was not recognized. The purge cassette was replaced with a new one, but the disc again was not recognized. The console was then changed, and the issue resolved. Biomed was notified and planned to send the original console for further investigation. The patient survived to explant. The reported events include purge disc not detected, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.